Event description:
Per the clinic, the patient was hospitalised (date not reported) due to post-op infection around the implant side. Skin flap procedure (type and date not reported) was attempted; however, the issue could not be resolved. Treatment with antibiotics (date and type not reported) is ongoing. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
This report is filed february 6, 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. It was also reported that the patient received augmentin and clindamysin as antibiotic treatment reported in the previous report, filed on (B)(4) 2013. This report is filed november 12, 2013.